Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported, tube got disconnected about 6 times at the quick release leading to acute deterioration with ketoacidosis and a bad general condition. No further information available.